Event description:
Physician reported results of "caked precipitate" after treatment with bovine collagen. Follow up findings 04/2004; physician reported medical intervention. Needle aspiration was used to remove "precipitate".